Event description:
The pt came to dr's office. The pt's ECG showed sinus rhythm at 60 to 70 bpm. An inquire indicated that the device was in backup. Pressing the sfi button to initiate a backup reset was unsuccessful multiple times. The device will be explanted.